Event description:
A nurse reported with a description of company injectors were defective. Intraocular lens (iol) implantation was no longer possible, perhaps because the injectors were used very frequently and the iol was not pushed through properly. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Correction information provided in e.1. (Initial reporter phone num). A sample was not received at the manufacturing site for evaluation for the report of a defective injector (intraocular lens (iol) was not pushed through properly); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photos of product show two blue company devices with the product lot information etched on the parts. Reported issue could not be confirmed. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.